Event description:
Rxsight was informed that a patient's light adjustable lens (lal, sn (B)(6), +16.0d) was implanted backwards during primary cataract surgery. No secondary surgical intervention is currently planned per the treating physician.

Manufacturer narrative:
Manufacturer reference #: (B)(4).